Event description:
The initial reporter stated they received discrepant results for approximately 9 patient samples tested on a cobas pro ise analytical unit. The customer provided data for one patient sample with discrepant potassium electrode results. The sample was initially processed on a cobas 8100 pre-analytics system. The sample initially resulted in a potassium value of 5.5 mmol/l. The customer noticed that the sample was not centrifuged. The sample was then centrifuged and repeated, resulting in a value of 4.6 mmol/l. The repeat value was deemed correct.

Manufacturer narrative:
The serial number of the cobas pro ise analytical unit is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The field service engineer determined the samples were not centrifuged as they had been placed in the wrong tray in the customer's pre-analytics system. The samples were then properly centrifuged. The customer stated that controls were within range prior to the event. The investigation did not identify a product issue. The issue was resolved by centrifuging the samples.